Manufacturer narrative:
The device was returned to maquet for evaluation. Signs of clinical use and evidence of blood were observed. The safety lock was unlocked and the actuation button was depressed. The device was returned without the protective cap. A visual inspection was conducted. The cutter casing was marked with the 3.8 mm designation. The cutting blade was examined using microscopy. There were parts of tissue on the needle. The needle was bent. The trigger was fully depressed and no defects were observed in the casing. No defects were seen on the blade cutting edge when visualized under microscopy. In response to the reported "irregular/oval punch" the blade code was measured in 4 quadrants to verify roundness. The blade measurements were within specifications for the 3.8 mm device. We are unable to test the complaint unit for the reported failure mode "failure to cut" because the device is a single use device and was returned fully deployed. Therefore, a review of the certificate of conformity (c of c) for this device was conducted. The vendor certifies that the product has been manufactured in accordance with applicable customer specifications and drawings. As part of the certification process, the vendor certifies aortic cutter sharpness testing has been performed. Based on the condition of the device as found the reported complaint for "failure to cut" was confirmed. The root cause remains undetermined because the event occurred during the use of the device and the procedural operation is unavailable for our review. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the hs iii proximal seal system 3.8mm cutter did not go all the way through the aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).